Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 4076 lead, implanted 2009-(B)(6); 4196 lead, implanted 2012-(B)(6). (B)(4)

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.